Manufacturer narrative:
The suspected root cause is a manufacturing defect. The weld was brittle and snapped under normal use conditions. This is an isolated event.

Event description:
During a dry run, the wire that holds the cable on the robot arm snapped off.